Event description:
It was reported that this right ventricular (rv) lead was found to have been dislodged three days post implant. The lead was attempted to be reconnected to the device; however this was not successful due to the set screw in the device header remained plugged. The device was subsequently explanted and replaced. Successful connection was achieved after the new device was implanted. This device is expected to be returned for analysis. No additional adverse patient effects were reported.